Event description:
Lead capped due to diaphragmatic stimulation. Left bundle lead implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 additional information, high thresholds were also observed before this lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.